Manufacturer narrative:
(B)(4)

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1 mm vticmo12.1 implantable collamer lens, -8.0/+1.0/180 diopter, in the patient's left eye (os), on (B)(6) 2016. The lens was explanted on (B)(6) 2017 due to a refractive surprise. The lens was exchanged for another same model lens (12.1 mm) but different diopter (-7.0/+1.0/012) and the problem was resolved. The patient's post-op best-corrected visual acuity was 20/25.